Manufacturer narrative:
The event evaluation has not been completed at this time.

Event description:
It was reported that during a spine fusion procedure at the healthcare facility, the navigation system was inaccurate during screw alignment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of inaccurate registration could not be confirmed during the evaluation process.

Event description:
It was reported that during a spine fusion procedure at the healthcare facility, the navigation system was inaccurate during screw alignment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a spine fusion procedure at the healthcare facility, the navigation system was inaccurate during screw alignment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.